Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and upon completion, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the caller to reach out again if the issue resurfaced, which the caller acknowledged and understood.